Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The child is a bilateral recipient, the parents visited the clinic as the recipient was not responding to sounds and name calling. As reported by the parent, the right implant area of the head had a slight hit to the wall while playing which had happened 2 months back. Re-implantation is considered.

Event description:
The child is a bilateral recipient, the parents visited the clinic as the recipient was not responding to sounds and name calling. As reported by the parent, the right implant area of the head had a slight hit to the wall while playing which had happened 2 months back. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.